Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient''s hemoglobin level dropped to 8.6 g/dl. The patient was transfused with 2 units of packed red blood cells, and on (B)(6) 2016 the patient''s hemoglobin was 8.0 g/dl. On (B)(6) 2016, the patient''s hemoglobin was 10.4 g/dl, and remained stable. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.